Event description:
It was reported that batteries inside mobile power unit (mpu) had flowed. The mpu was not in use at the time. There was no harm to the patient due to the battery leak.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
G2 - report source: corrected. H8 - usage of device: corrected. Manufacturer's investigation conclusion: the reported event of a battery leak in the battery compartment of the mobile power unit (mpu) (serial number: (B)(6)) was confirmed. The mpu was returned to the european distribution center (edc) and upon initial inspection, evidence of the battery leak was noted. A functional test was not performed due to the evidence of the battery leak. The battery holder, battery door, and battery strap were replaced, and preventative maintenance was performed. After this replacement, the unit was able to function as intended. The unit was returned to the rental pool. A root cause for the reported event was not conclusively determined through this investigation. The heartmate 3 patient handbook (rev. G) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 IFU section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook and the IFU both caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.